Event description:
It was reported that the hospital stated some of the catheters were discolored and some had bubbles on the catheter.

Manufacturer narrative:
The reported event was confirmed manufacturing related as the bubbles were in the silicone. The device was used for treatment. The device did not meet specifications. The device was affected by the reported failure. Visual evaluation of the returned sample noted one opened (no original packaging), unused silicone foley. Visual inspection of the sample noted multiple bubbles in the catheter shaft. This did not meet the specification as the standard states, "visually check for defects:excessive material (over fill), color streaks, loss of colors, bubbles/voids, splits and/or blemishes". A slight discoloration with a yellowish tint was noted in the catheter shaft. The internal supplier (moncks corner) provided the following statement via email regarding this event (bonnie willis fairchild, (B)(6) 2018): ¿this is the normal color of the catheter. The coating is yellow/brownish, and the funnel is not dipped in the coating. That¿s why the shaft is darker than the funnel.¿ although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be incorrect parameters. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the hospital stated some of the catheters were discolored and some had bubbles on the catheter.